Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation. Three events were duplicated during testing. One device was not duplicated during testing, and was found to be within specification. 1 device was found to have a damaged internal component. Two devices were found to be affected by a corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the devices had run-on. Three reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.